Event description:
Pt presented to surgeon with pain and swelling in the left shoulder. Surgeon examined pt with x-rays. Revision surgery indicated due to pain and observed bone loss. Revision surgery performed and bone defected identified at inferior glenoid and scapular neck. Debridement and replacement of glenosphere and humeral cup performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.